Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the device was not getting a clean cut.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not getting a clean cut. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that the device was not meshing correctly and the cutter and roller were replaced and the ratchet was repaired. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii on january 26, 2017 revealed that the ratchet pin was positioned incorrectly causing it to not engage with the ratchet gear making it inoperable, the cutter was also worn and needed replaced. The device produced a passing sample mesh and was within specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the cutter and repair of the ratchet by putting the pin in the correct position and replacing the spring in the ratchet. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not getting a clean cut¿ was non-verifiable since during initial inspection the device produced a passing sample mesh and was within specifications. The reported event ¿the device was not getting a clean cut¿ was non-verifiable since during initial inspection the device produced a passing sample mesh and was within specifications. The reported event was non-verifiable since during initial inspection the device produced a passing sample mesh and was within specifications. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.